Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for failed back surgery syndrome reported their lead broke in (B)(6) and was revised to be functional. It was noted the healthcare provider (hcp) stated the battery was okay at that time.no outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.